Manufacturer narrative:
The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information from a third party service center alleging an issue with a ventilator's pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a loose tubing was observed on the sensor board. The tubing was reconnected to address the issue.